Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2016.. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). Follow up was conducted but no further information was ascertained. The lead remains in use. No patient complications have been reported as a result of this event.